Event description:
It was reported that the customer experienced a blood glucose (bg) level of less than 20 mg/dl. Reportedly, the customer was using novolog supplies for over 72 hours. Additionally, customer was using manual injections in conjunction with the pump. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.